Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter (bec) field service engineer (fse) was not required to visit the customer. There is insufficient evidence of system malfunction. There is no evidence that the access accutni+3 reagent was returned to bec for testing. In conclusion, the cause of the erroneous access accutni+3 results could not be determined.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) result for six (6) patients on the laboratory's unicel dxi 800 access immunoassay instrument (serial number (B)(4)). The customer could not identify when these results occurred and declined to provide any other information or data. The patients are designated as follows: patient 1 initially generated a result above the normal reference range of the assay, four repeats generated results within the normal reference range of the assay. Patient 2 initially generated a result above the normal reference range of the assay, two repeats generated results within the normal reference range of the assay. Patient 3 initially generated a result above the normal reference range of the assay, the first repeat generated a high result which was again above the normal reference range of the assay. Two further repeats generated lower results which again were above the normal reference range of the assay. Patient 4 initially generated a result above the normal reference range of the assay, three repeats generated results within the normal reference range of the assay. Patient 5 initially generated a result above the normal reference range of the assay, three repeats generated results within the normal reference range of the assay. Patient 6 initially generated a result above the normal reference range of the assay, two repeats generated lower results which were still above the normal reference range of the assay. The initial elevated access accutni+3 results were reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The samples were collected in lithium heparin plasma gel tube, the customer was unaware of the centrifugation details. Customer reported no visible issues with the integrity of the sample. The customer stated they had seen a positive shift in their access accutni+3 quality controls (qcs) but did not provide any data on this and stated their controls were within specification before the event. The customer stated they completed a system check after the event and all results were within specification.